Event description:
The complaint was originally classified as stent dislodgement prior to use. It was reported as follows: "the stent was uncrimped in the balloon." The procedure was completed successfully with a same like product and no pt injury occurred. Additional info was requested and was as follows: the target lesion and lesion characteristics are: calcified left anterior descending (medial). No damage was noted to the product packaging prior to opening, nor was the product difficult to remove. At no time was unusual negative pressure applied. The stent was uncrimped when the protector tube was removed and the stent was seen loose on the table instead of crimped into the balloon.

Manufacturer narrative:
Medinol's device analysis concluded the following: "the returned product exhibits stent displacement and deformation. It may be surmised that the stent deformation occurred during "reloading" of the stent on the delivery system. No evidence based conjectures can be made as to the cause/source of the stent displacement. However, the well defined imprinting on the balloon indicates that the stent was appropriately integrated (crimped) on the delivery system and that the stent displacement was a post production event." Medinol implemented a crimping change to the device as of lot pl000650. The lot mentioned in this complaint was released before the crimping change was effected. As far as we are aware, we have never received a dislodgement complaint for a lot produced after the crimping change. The reporter facility did not consider the event a potential adverse event.